Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the card buckle of the electrode plate was broken. Philips is considering this to be a paddle set plate electrode is not working. There was no patient involvement.